Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt had reported on (B)(6) 2004 that his one touch basic meter was falling control solution tests. It was verified that he was using the correct control solution and that the test strips were in good condition and within expiration date. The meter was coded correctly and was in the correct unit of measurement. His cleaning procedure were reviewed. He was asked to clean the check strip and was walked through a check strip test. The result of that test was outside the range. He was then asked to clean the meter and the check strip and retest. The second result was also outside the range. There is no adverse event or serious injury reported due to the issue. However, this case is reported as meter malfunction since it failed the control solution test and check strip tests.